Manufacturer narrative:
(B)(4). Batch # r92p3w. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The additional information was requested and the following was received: what part of the device fell off of the device? The active blade. Is the white tissue pad completely missing from the clamp arm? I believe so. Did the active blade break off of the device? Yes. See above. Did the broken part fall into the patient? No. It will be sent in a separate container with the device. Was the broken part retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? No. Is the white tissue pad damaged, but still attached to the clamp arm? I¿m not sure.

Event description:
It was reported that during an unknown procedure, a piece of the shears/jaw fell off. A new like device was opened and used to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
(B)(4). Batch # r92p3w. Investigation summary: the device was returned with the tissue pad damaged melted, not all pieces were returned and attached to the clamp arm and not detached as reported. In addition the blade was not broken off as reported. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. It is possible a replace instrument" alert screen could be displayed if the blade make contact with the clamp arm once the tissue pad got damaged. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.